Event description:
Customer reported a false negative test result with binaxnow covid-19 ag self test 2ct performed on an unknown date. Confirmation testing was performed using an unknown hospital platform on an unknown date, generating a positive result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Date of event: event date is an approximation since the consumer did not provide an exact date. Single use device, discarded.

Manufacturer narrative:
B3: event date is an approximation since the consumer did not provide an exact date. Investigation summary: the customer was unable to provide the required information. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. H3 other text : single use device, discarded.

Event description:
Customer reported a false negative test result with binaxnow covid-19 ag self test 2ct performed on an unknown date. Confirmation testing was performed using an unknown hospital platform on an unknown date, generating a positive result. No additional patient information, including treatment and outcome, was provided.